Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The motor position encoder error alarm was not verified in the alarm history due to history file overwritten. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus. The customer's blood glucose was 256 mg/dl. Troubleshooting was performed. The device alarmed motor position encoder error. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.